Event description:
The customer reported that the insulin pump had a no delivery alarm. Customer reported that she changed the set, but the no delivery alarm persisted. Blood glucose level at the time of the incident was 71 mg/dl. During troubleshooting, the customer changed the reservoir and was able to get insulin to exit without a no delivery alarm. The customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.